Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that, the subject device distal lens was broken. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: h6

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found the outer tube is damaged and therefore the dielectric strength was inadequate, and that the r-unit (charge coupled device) was broken and therefore the resolution was inadequate. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which state: "notice risk of damage to the product the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device distal lens was broken. The event was found prior to sterilization. There were no reports of patient harm.